Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the server configuration and confirmed that 18 patients were currently assigned to the unit named specialty, which was correctly mapped to the 1spec area and station; the tss advised that further investigation requires a specific patient example to verify the reported issue, but no additional update was received from the customer to continue troubleshooting. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient list was not populating on the screen in the specialty unit. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.